Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4) on 1/15/2021, it was discovered that the h6. Type of investigation code b14 (analysis of production record) was inadvertently omitted from the 3500a initial medwatch report. The code has been populated into the appropriate field.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. Device evaluation details: on (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The sheath was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. These findings were reviewed and determined the issue of the hemostatic valve being dislodged into the hub continues to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during the procedure there was backflow of blood (5ml or less) through the hemostatic valve. A visible examination of the valve showed damage, the valve could be seen through the clear hub and seemed deformed in some way. No air entered the patient. The problem was identified immediately by the physician and she held her finger over the end of the sheath until a wire was provided to exchange. The sheath was replaced, and the issue was resolved. The patient did not suffer any changes in hemodynamics. No intervention was required. With the information available, this will not be considered a patient adverse event but a product malfunction for the hemostatic valve separation.